Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when injecting saline into the patient's vvp, saline leaked from the body of the syringe towards the plunger. When pressing to inject, the saline escapes through the plunger (thus in the opposite direction intended) instead of going to the patient.

Event description:
It was reported while using bd discardit ii 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when injecting saline into the patient's vvp, saline leaked from the body of the syringe towards the plunger. When pressing to inject, the saline escapes through the plunger (thus in the opposite direction intended) instead of going to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-apr-2023 . H6: investigation summary a device history record review was completed for provided material number 309110 and batch number 2212156. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was clearly identified. It has been determined that the leakage resulted from damage to the plunger component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.